Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the jaw damaged. Inspection of the jaw, showed that the upper jaw was not opening completely. Both jaws are still attached to the device. The upper jaw was damaged at the upper proximal portion of the jaw. The upper t of the blade also had some damage matching that of the upper jaw. The instrument passed all electrical testing and functional testing. No conclusion can be reached on how the jaw was damaged. It is possible that if the jaw attempted to be used on too much tissue, this would result in damaging the blade and upper jaw. Caution should be taken to prevent this too much tissue in the jaw.

Event description:
It was reported that during a laparoscopic colon procedure after removing the device from the sterile pack the jaws would not open. The device was not used on the patient. Another device was used to complete the case with no patient consequence.